Event description:
It was reported that the unspecified bd vacutainer® c&s transfer straw kit was used with the macconkey agar urine tube, in which the urine tube had interfering growth, producing a reading of ">200" during use that was less than the blood auger, but which also read ">200". This complaint was created to capture the 33rd of 33 related incidents. The following information was provided by the initial reporter: "bap lot# 463518, reading >200, mac lot # 441247, reading >200". I initiated a call about the urine specimens in the grey top tube, with boric acid, urine cup it came from, on occasion when plates are read, greater than 100,000 on the blood auger, but very small number on the macconkey agar. When replated the urine tube repeats itself. There is an interfering growth on the macconkey agar. Customer noted ongoing issues since feb.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific catalog and lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Further follow up was conducted with the customer, and educational materials were sent regarding proper urine specimen collection for this product. The customer relayed to bd tech services that the issue was now infrequent (about twice a month). Additionally, the customer indicated they would share the urine educational materials with the staff. Bd will continue to monitor for additional complaints and emerging trends. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd vacutainer® c&s transfer straw kit was used with the macconkey agar urine tube, in which the urine tube had interfering growth, producing a reading of ">200" during use that was less than the blood auger, but which also read ">200". This complaint was created to capture the 33rd of 33 related incidents. The following information was provided by the initial reporter: "bap lot# 463518, reading >200, mac lot # 441247, reading >200" I initiated a call about the urine specimens in the grey top tube, with boric acid, urine cup it came from, on occasion when plates are read, greater than 100,000 on the blood auger, but very small number on the macconkey agar. When replated the urine tube repeats itself. There is an interfering growth on the macconkey agar. Customer noted ongoing issues since feb.